Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was achieved using a proglide device after an interventional procedure on (B)(6) 2018. Reportedly, during the procedure it was noted that there was some difficulty deploying the proglide; however, the proglide was deployed and hemostasis was achieved. On (B)(6) 2018, one week post closure with the proglide device, the patient was having a surgical procedure to treat a pseudoaneurysm. During the surgical procedure a piece of the proglide device was retrieved in the vessel and was extracted. There was no adverse patient sequela. There was a clinically significant delay in the procedure or therapy as the patient required re-intervention one week after the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A detached foot was returned for analysis; therefore, confirming the reported broken piece of the proglide. Difficult to deploy could not be replicated because only the detached foot was returned for analysis and it is based on operational circumstances. Factors that may contribute to difficult to deploy include, but not limited to, aggressive operator technique, excessive torque or force and/or difficult insertion. Factors that may contribute to a foot detachment include, but not limited to; use of excessive force, a needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.